Event description:
It was reported the patient presented remotely with symptoms of dizziness. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was intermittently under-sensing but therapy was not delayed. Programming changes were planned but not yet completed. The patient was stable.